Event description:
It was reported that during a colectomy procedure, the device would not staple and would not cut. Morever, the cartridge had not held in the stapler. They completed using another stapler. There was no adverse pt consequence.